Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc confirmed that the subject device had passed 5 years and 7 months since it was manufactured. The exact cause of the reported event could not be conclusively determined. However, based on the information from olympus australia (oaz), there was the possibility that this phenomenon was attributed to the malfunction of the printed circuit board due to the aging degradation or the damage by external force.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that in installation of the device the error b40 which indicated the video system center was damaged was displayed. There was no report of patient injury associated with this event.